Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 545 mg/dl. The customer also reported other blood glucose levels such as 216 mg/dl, over 300 mg/dl, 365 mg/dl, 320 mg/dl, and 384 mg/dl. The customer treated high blood glucose with bolus. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.